Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 307 mg/dl. The customer alleged that their fill estimate was inaccurate, however after reviewing pump logs, tandem technical support verified the pump was estimating correctly and contact confirmed. The customer declined high bg troubleshooting and indicated their profile settings had been recently adjusted.